Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. The insulation sleeve was found to be bunched up. The proximal and distal spring electrode was separated from the lead body. The lead passed all functional testing. Analysis was unable to confirm the reported observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.